Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was recently hospitalized due to a blood glucose level of 25 mg/dl. Customer reported that the low blood glucose level caused her to fall and hit her head, which was bleeding. The customer stated that paramedics were called, and she was transported to the hospital. Blood glucose level at the time of admission was 31 mg/dl. The customer stated that the insulin pump may have been exposed to high magnetic fields. During troubleshooting, the insulin pump passed the self test and the displacement test. The insulin pump was not replaced or returned for analysis.